Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot# va2gmka. Product ID: 978a128, serial/lot #: (B)(4), ubd: 14-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient in a clinical study who was implanted with an implantable ne urostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had increased sensation in perianal stimulation and increased fi symptoms due to lead migration. Patient was getting rectal stimulation on current program. Pulse width increased to try to move stimulation forward. On (B)(6) 2022 called clinic c/o pulsing in their legs and back from ins. (B)(6) 2022 since (B)(6) 2022 uncomfortable stimulation radiating to right leg and hip. Has not adjusted amplitude but intensity of stimulation and discomfort has lessened. On (B)(6) 2022 hcp ordered an x-ray for (B)(6) 2022. The xray confirmed 1 cm lead migration. Office visit scheduled for (B)(6) 2022 for follow up. Additional symptoms included patient was having fecal incontinence episodes since (B)(6) 2022. Fecal incontinence improves with program change. Patient continuing to have watery diarrhea several times per day. The etiology stated possibly related to the lead migrating causing increased fecal incontinence symptoms and perianal stimulation. Interventions included an office visit for (B)(6) 2022. The issue was not resolved the time of this report.

Event description:
Issue is resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they will revise as increased fi may be result of migration. Revision rescheduled twice. Revised on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on (B)(6) 2022 during an unscheduled clinic visit patient reported a sharp electrical sensation at the ins site with charging for about half an hour when while using a belt ad that the issue was resolved. It was also stated that the device settings were change on (B)(6) 2022 no further complications were reported/anticipated at this time.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on (B)(6) 2022 during an unscheduled clinic visit patient reported a sharp electrical sensation at the ins site with charging for about half an hour when while using a belt ad that the issue was resolved. It was also stated that the device settings were change on (B)(6) 2022 no further complications were reported/anticipated at this time. (B)(4) confirmed <(><<)> 1 cm lead migration. Office visit scheduled for (B)(6) 2022 for fu. Patient cancelled visit on (B)(6) 2022 due to family emergency. Rescheduled for (B)(6) 2022. It was stated that the patient settings were changed and that the next step is to have a revision on (B)(6) 2022. While charging her device, felt a "sharp electrical" sensation for the 1/2 hour it took to charge device. Uses belt to charge. Patient states this sensation happens intermittently. Charged device on (B)(6) 2022 and did not feel shocking sensation. Recovering/resolving. (B)(6) 2022 3 m fu visit, pt c/o rectal stimulation on current program. Pulse width increased to try to move stimulation forward (B)(6) 2022 called clinic due to pulsing in their legs and back from interstim. (B)(6) 2022 since (B)(6) 2022 visit, uncomfortable stimulation radiating to r leg and hip. Has not adjusted amplitude but intensity of stimulation and discomfort has lessened. (B)(6) 2022 ordered xray for (B)(6) 2022. (B)(6) 2022 xray confirmed <(><<)> 1 cm lead migration. Patient cancelled visit on (B)(6) 2022 due to family emergency. Rescheduled for (B)(6) 2022 and decision was made to schedule a revision - will happen on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.